Event description:
A 31-yr-old black female presented with spontaneous partial extrusion of her left breast implant. Approx three weeks ago the pt developed redness and pain in the left breast, and subsequently spontaneously developed dehiscence with drainage of fluid and exposure of implant. Implant inserted 8/93, hosp unk. 11/18/96 - removal of bilateral breast prostheses, bilateral capsulectomies, debridement of both breasts.